Event description:
In the operating room during laparscopic cholecystectomy, the laparscopic insufflation was achieved not by using carbon dioxide gas, but an accidental connection of the nitrous oxide tank. The pin indexing system was bypassed by someone using additional plastic gaskets to allow the yoke being attached, and tightened, where no gas escaped. The equipment was then placed in the or, and turned away from the line of sight of personnel, and thereby escaping initial detection. The case, a laparoscopic cholecystectomy, proceeded normally, until toward the end, when the hollow organs became enlarged, and the operator could not see to finish the operation. The equipment that is used for insufflation has met its limits to pressure, and would not insufflate any higher pressure. It was at this point the or lights were turned on, and a separate person came in the room to assist the circulating nurse, that the different colored tank was discovered. The gallbladder was already out, the surgeon finished the case with difficulty, the pt spent a couple extra hours in the pacu, and later discharged from the hosp with no apparent morbidity. The facility started storing the nitrous tanks separate from the carbon dioxide tanks, and also placed the nitrous tanks behind locked doors. The fault was determined to be the circulating nurse's, for failing to check the equipment prior to the case. And her employment was terminated.